Event description:
Boston scientific received info that this right ventricular lead had dislodged. The pt also noted some diaphragmatic stimulation due to the dislodgement. The lead was explanted and replaced with no adverse pt effects were reported.